Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effect of hematoma is listed in the proglide instructions for use (IFU), as a potential complication associated with the use of suture-mediated closure devices. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. The patient effect of hematoma is a known inherent risk of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement was attempted in the right common femoral artery using a proglide device via a 6f sheaths using the pre-close technique prior to an interventional pre-ventricular contraction (pvc) ablation procedure. Reportedly, no suture was present when the proglide plunger was removed. Another proglide device was used and the blue rail suture was frayed. A small hematoma was observed on imaging of the access site. The sheath was upsized to 8f and the pvc ablation procedure was completed. The frayed suture of the second proglide device was used to achieve hemostasis. Manual compression was applied for 15 minutes to treat the small hematoma. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.